Event description:
A nurse reported that five patients presented with inflammation at one day post operative visit. The surgeon did not feel that it was bad enough to increase their postoperative medications or see them back in the clinic earlier than their one week postoperative visit. The nurse feels that the handpieces and tips are not being flushed and cleaned adequately.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).